Event description:
Information received from the patient reported that the stimulation from the implantable neurostimulator (ins) was not hitting in the right location like it used to. The patient stated that the stimulation was now in the front of their legs and was not getting stimulation to their lower back, down the left leg, and to the back of their legs. It was reported by the patient that the stimulation was in the right locations before they moved. There were no falls or trauma noted. The patient stated that they were swimming a few days ago and the stimulation worked fine while swimming. They tried to make adjustments with the programmer but it did not help. The patient stated that the stimulation worked great normally. They were anxious to get the "back on track" with the therapy. The patient reported that they had a healthcare professional (hcp) lined up but they could not get them in for an appointment for 30-60 days. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.